Event description:
It was reported that there was foreign matter with a bd needle precisionglide¿ 26x1/2in. The following information was provided by the initial reporter, translated from portuguese to english: when opening the aspiration needle carton, we notice dirt on the needle.

Manufacturer narrative:
DHR review was performed. The process inspections were performed and no records of this incident were found. No qn's were initiated that were related to the complaint. Sample was returned and could confirm foreign matter. The foreign matter occurred due to cleanness packing machine after maintenance as the fm is a kind of oil.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter with a bd needle precisionglide¿ 26x1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: when opening the aspiration needle carton, we notice dirt on the needle.